Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn components caused by immersion during cleaning, which lead to corrosion and normal component wear out. Immersion during cleaning is failure to follow the directions for use, which is misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was discovered that the small battery drive device had sticky triggers. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.